Event description:
The physician intended to use a guardwire device to treat a lesion in the internal carotid artery. The lesion was non-calcified, and the vessel was non-tortuous. There was no stenosis proximal to the target lesion. A femoral approach was used. There was no difficulty when removing the device from the packaging. No unusual resistance was noted when the protective sheath was removed. The device was prepped with no abnormalities noted. The device was inspected with no issues. Negative prep was performed with no issues. No any issues were noted during pre-dilation outside of the patient's body. The lesion was pre-dilated. There was no resistance noted with the ancillary device during delivery. No resistance was noted when passing the lesion site. It is reported that at end of the procedure, after post-dilation, when an aspiration catheter was inserted to aspirate, it was noted that the guardwire balloon had deflated. Aspiration was immediately performed, and the procedure was completed. Nothing flowed in distal site.the device was neither moved nor re-positioned in the lesion prior to the deflation. Approximately 5 - 5.5mm of pressure was applied to the balloon prior to the issue and the balloon was inflated once. The lesion was post-dilated. After the guard wire balloon was extracted from the patient body, the balloon seemed to have peeled off although no force was used. The procedure was completed successfully with a delay of less than 30 minutes. No debris remained in the patient's body. No patient injury reported.

Manufacturer narrative:
Product analysis: the ez-flator and ez-adaptor were not returned for analysis with the guard wire. As received the guardwire was coil wrapped. The extension wire is pulled out and not returned. The balloon is damaged/pulled apart and is baggy indicating inflation. The proximal seal band and balloon has separated. (Proximal seal band failure) the coils are stretched. Guardwire temporary occlusion & aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion & aspiration system approved in us with coronary indication. If information is provided in the future, a supplemental report will be issued.